Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0vf1m, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0urxw, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0urxw, implanted: (B)(6) 2015, product type lead.

Event description:
A manufacturing representative reported that on (B)(6) 2015 post-operatively, the patient had brain swelling. The devices were all tested at time of implant and everything worked fine. The system was intact. Impedance check showed everything working normally. The patient was currently intubated and unconscious. It had not appeared to be device related but surgery related instead. Medical interventions were required but to an unknown degree. The issue was not resolved. The patient was alive with injury of brain inflammation, seizure, intubated and unconscious. No surgical intervention had occurred or was planned. The patient's indication for use is essential tremor and movement disorders. Further follow-up is being conducted to obtain information about actions taken to resolve the brain swelling, the cause of the brain swelling and the outcome. If additional information is received a supplemental report will be submitted.